Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: asr uni femoral impl size 45 hip femoral head. Asr tap slv adap 12/14 -1 hip femoral adaptor. Asr acetabular cups 50 hip acetabular cup. Summit duofix tap sz4 hi off hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney (paralegal). (B)(4).

Event description:
Litigation alleges patient has experienced pain and discomfort in hip. Update after review of medical records: patient was revised to address mild recurrent aching discomfort, increasing metal ion levels, as well as the MRI evidence of pseudotumor associated with metal particulate and revised of implants due to failure bearing surface. Operative reported that synovial fluid was slightly cloudy, but "a" quite consistent with inflammatory process and it did not appear infected. Doi: (B)(6) 2007; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.